Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a left inguinal hernia procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has no pt injury occurred.